Event description:
The customer reported that there was a bar/failure error. This issue resulted in a non-recoverable loss of functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information was not reported.